Manufacturer narrative:
The insulin pump had intermittent button response due to a corroded escape button keypad trace. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 97 mg/dl. The customer stated that the esc button is not working, sometimes it does, sometimes it doesn't. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up per healthcare provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.